Event description:
Promus premier china registry it was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with unstable angina and referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) extending up to mid lad with 95% stenosis and was 34mm long and a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm promus premier drug-eluting stent. Following post dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, post index procedure, subject was noted with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with angina pectoris unstable. No other action was taken to treat the event. Three days later, the event was considered recovered and resolved and subject was discharged on the same day on aspirin and clopidogrel.